Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot#: (B)(6), UDI#: (B)(4), h3: product analysis (s/n: (B)(6), difficult to insert tool into the attachment. Lock twist found jammed. Bearings are broken and corroded. Output drive shaft assembly found corroded. Not able to perform pre repair temperature test. H3: product analysis (s/n: (B)(6): the results of the analysis concluded that the motor, collet assembly found faulty. The collet assembly found corroded. The handpiece found cosmetically not ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the indigo attachment handpiece was heating within a minute of use. Irrigation was used and the flow rate was 30 min/cc. The device ran at forward mode. There is no patient involved in this event.